Manufacturer narrative:
The customer, and the site confirmed that the reported issue was resolved after using a backup instrument of the same kind. No site visit was conducted. The system was working properly, and no additional action was required. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. The stapler model/batch was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the staple line was incomplete as a result of a tissue pushout event. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that they encountered a stapler misfire. The reporter explained the surgeon was using the sureform stapler with a blue load. The surgeon fired and the tissue bunched up and the staples were malformed. The staff reported there was no patient injury, but the staff was unable to retrieve the malformed staplers. The staff swapped to a backup stapler and changed to the black loads and have not encountered the issue any further. Tse recommended the staff RMA the stapler and load. The reporter requested the field service engineer (fse) follow up to verify the issue does not persist. A backup instrument of the same kind was used, and the procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.